Manufacturer narrative:
Oliva, s., veraldi, s., russo, g., aloi, m., rizzello, f., gionchetti, p., alvisi, p., labriola, f., vecchi, m., eidler, p., elli, l., dussias, n., tontini, g.e., calabrese, c., (2024), pan-enteric capsule endoscopy to characterize crohn¿s disease phenotypes and predict clinical outcomes in children and adults: the bomiro study, inflammatory bowel diseases, pp 1-11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature study, a prospective study between 2018 and 2021 with a total of 194 patients was done which evaluated the ability of pan-enteric capsule endoscopy (pce) to characterize disease location and severity throughout the entire gastrointestinal tract in pediatric and adult patients with crohn's disease, thereby characterizing the two phenotypes. A total of 249 procedures which included 90 in children and 159 in adults, were recruited. Complete pan-enteric examination was achieved in 207 of 249 subjects in whom the capsule was excreted before the end of the battery life. One case of capsule retention was reported in an adult patient who did not undergo patency but only magnetic resonance enterography 6 months prior the capsule exam. Retention was asymptomatic as the patient was in a complete clinical remission and the capsule was retrieved by device-assisted enteroscopy.